Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. After the protector sheath was removed, the physician attempted to load the device into the guidewire but it was noticed that the stent struts were deformed and slightly stretched which looked like the stent was being pulled on the distal side. The procedure was completed with another of the same device. No patient complications were reported.